Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed and was able to reproduce the error by performing a system startup. The fse observed that the system had been stopped with the motor flag too high and moved the motor flag down with the system off. The system initialized and functioned normally after the adjustment. Controls were performed and within specifications. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26nov2018 to aware date 26dec2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [4253] wash-syr home overrun. Cause: the home sensor s100, which is not supposed to be activated after the wash syringe moves, was activated. A wu flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s100 and also check to see the cause of slipping, and so on, that occurs when pm100 moves to the limit side. The probable cause is attributed to the adjustment on the motor flag on the wash syringe assembly.

Event description:
A customer reported receiving error 4253 wash-syr home overrun on the aia-900 analyzer. The customer was unable to perform an all set home function. The error persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.